Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added.

Event description:
The user facility reported a patient had multiple complications during impella 5.5 support. Following implant, the patient experienced episodes of ventricular tachycardia. An echocardiogram showed that the pump was positioned against the mitral leaflet prompting repositioning. It was additional noted that a hematoma had developed at the site, resulting in some swelling and pain in the shoulder area. The patient was given a blood transfusion and a washout was performed at the site to manage the condition. Support was continued uninterrupted and a decision to bridge was made.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.